Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-4318, lot#: 19335950, description: clik x anchor. Model#: sc-2366-70, serial#: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that patient was experiencing pain at the lead site. The patient underwent a revision procedure wherein the anchor was buried deep and closed. The patient was doing well postoperatively.